Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer replaced the batteries and the button error alarm was not resolved. Customer's blood glucose reading at the time of the call was 251 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to moisture damage keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.